Manufacturer narrative:
This report is being filed on an international product, list number 06a52, that has a similar product distributed in the us, list number 06d18. (B)(4). No testing could be performed as the reagent lot 50561li00 is expired. No customer returns were available for this investigation. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. A review of manufacturing records did not identify any occurrences that may have contributed or caused the customer's observation. This assay lot is performing acceptably. (B)(6) (donor sample drawn in (B)(6) 2016) gave (B)(6) results when using different (B)(6) antibody tests. An earlier drawn sample gave (B)(6) results for two (B)(6) tests (prism hcv (B)(6), roche cobas (B)(6)) also. Therefore, the presence of antibodies to (B)(6) is not conclusive for the donor for the tested time interval. The study performed for the prism hcv assay, which is listed in the package insert, showed (B)(6) detection of all confirmed (B)(6) specimens. But the prism hcv package insert states that presently available methods for (B)(6) detection are not sensitive enough to detect all potentially infectious units of blood or possible cases of (B)(6). The abbott prism hcv assay package insert and the abbott prism operations manual contain information to address the current customer issue. The abbott prism analyzer serial number (B)(4) service history was reviewed and did not identify any issues that may have caused or contributed to the current customer issue. The analyzer is performing acceptably. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. Update: 24 may 2016 testing of prism hcv lot 35216li00 could not be performed as this reagent lot expired on 17 may 2014. For prism hcv lot 35216li00 a review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Additionally, a review for non-conformances and deviations associated with reagent lot 35216li00 was conducted and found no occurrences that could be linked to the complaint observation. The product is performing as intended and no product issues were identified. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. After completion of the original investigation two return samples (B)(6) were received. Both were tested with prism hcv reagent lot 63104li00 (since the original reagent lot used [50561li00] to test these samples is expired [30 november 2015]). The results were (B)(6) respectively. Since the samples were (B)(6) with prism hcv assay we could repeat customer's observation. Vidas anti-hcv was (B)(6), but values were close to the cut-off for both samples. Diasorin liason hcv ab assay were (B)(6) for both samples. Innolia score detected the bands (B)(6) and the result was (B)(6). The same (B)(6) were detected for sample (B)(6), but the intensity was stronger for the bands (B)(6) and the result was (B)(6). Mikrogen recomline blot detected the bands (B)(6) for sample (B)(6) and the result was (B)(6). The same three bands (B)(6) were detected for sample (B)(6) too but the intensity was stronger for the bands (B)(6) and the result was (B)(6). Three of four anti-body test results were (B)(6), whereas one (B)(6) antibody test was (B)(6). Three bands (B)(6) were detected with both blots. Since three bands were in alignment for the blots and the vidas anti-hcv assay was (B)(6), there is evidence for the presence of (B)(6) antibodies. Analytical and clinical sensitivity testing was then conducted for prism hcv lot 63104li00 using a retained reagent kit of this lot. All results met specifications. Sensitivity performance of this prism hcv lot is not adversely affected. For prism hcv lot 63104li00 a review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Additionally, a review for non-conformances and deviations associated with reagent lot 63104li00 was conducted and found no occurrences that could be linked to the complaint observation. The product is performing as intended and no product issues were identified. Based on the results of the current investigation, prism hcv reagent lot 63104li00 (lot used for return testing) and lot 50561li00 (lot used in the original testing) are performing acceptably. However, two of the samples were tested in-house. The prism hcv assay was (B)(6) whereas three of four other (B)(6) antibody test results were (B)(6) and only one (B)(6) antibody test was (B)(6). Three bands (B)(6) were detected with both blots. Since three bands were in alignment for the two blots and in addition vidas anti-hcv was (B)(6) too, there is evidence for the presence of (B)(6) antibodies and therefore this event is classified as malfunction. The complaint is for a limited number of potential (B)(6) results for the prism hcv assay. The study performed for the prism hcv assay which is listed in the package insert showed 100 % detection of all confirmed positive specimens. But the prism hcv package insert states that presently available methods for anti-hcv detection are not sensitive enough to detect all potentially infectious units of blood or possible cases of (B)(6) infection. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product deficiency exists.

Event description:
On 27 april 2016, abbott received notification that the (B)(6) notified their competent authority of an issue regarding alleged (B)(6) prism hcv results for a donor unit. This was a retrospective report submitted by (B)(6) after the prism analyzer was uninstalled from that site and replaced with the roche cobas system. The following information was provided: sample (B)(6): (B)(6) 2016, sample tested on the roche cobas analyzer and generated (B)(6). The sample was then sent to the (B)(6) for confirmatory testing where the sample generated (B)(6) results with the architect anti-hcv assay ((B)(6)), the architect hcv core ag assay and with the innotest anti-hcv assay ((B)(6)). Immunoblot test results were (B)(6): (B)(6). No blood products were distributed from this donor. (B)(6) then pulled an archived sample from this same donor ((B)(6)) and tested this sample on the roche platform where a (B)(6) result of (B)(6) was generated on (B)(6) 2016. This same sample had generated (B)(6) results on (B)(6) 2015 with the prism hcv assay. Further confirmatory results are pending at (B)(6). Red blood cells and platelets were distributed from the (B)(6) 2015 donation for medical use. There is no information provided on the donor or any recipient of the blood product from this donation. Notification to the competent authority was received by abbott after the prism analyzer was removed from this site. Update: 10 may 2016: confirmatory testing results received for archived sample (B)(6): immunoblot method: (B)(6). Update: 24 may 2016: (B)(6) pulled an archived sample from this same donor ((B)(6)). The sample was originally tested on (B)(6) 2014 and generated (B)(6) results with the prism hcv assay (lot 35216li00) and with the nat methodology. This sample was then tested on the cobas platform and generated a (B)(6) result of (B)(6) on (B)(6) 2016. Confirmatory testing was then performed on (B)(6) 2016 with the immunoblot methodology and was (B)(6). Red blood cells and platelets were distributed from this donation for medical use. There is no information provided on the donor or any recipient of the blood product from this donation.